Manufacturer narrative:
B5: the initial complaint is not reportable. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens remains implanted. Cause of the event is unknown.

Manufacturer narrative:
A4-a6: unk. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Correction: supp 2 - h2: type - correction. Claim# (B)(4).